Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump emitted a call service (cs) 078 alarm. The patient was not attached while priming due to the call service alarm. Customer support reviewed alarm history and the alarm occurred three times in 30 days. The reporter stated that the patient had a blood glucose (bg) of 22mol/l with abdominal pain, nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine of diabetes care management. The reporter stated that the bg excursion occurred while the patient was off the pump and using alternate insulin delivery. This reports is being made due to the bg excursion the patient experienced due to an alleged call service alarm issue.